Event description:
It was reported that the oscillator (driver) stopped while the device was on a patient.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: biomedical engineer informed us that there has been constant construction going on at the hospital. This is the second time this incident has occurred in the same room, on the same outlet. We are unable to determine a definitive root cause, however, it is likely due to a random power outage at the hospital due to the construction. It was advised to the customer that they should utilize a universal power system (ups) with the unit to prevent similar situations in the future. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.